Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 401 mg/dl after being disconnected overnight when the ilet ran out of insulin. The event was addressed by completing a supply change and resuming insulin delivery. No outside medical intervention was required.